Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture resulting in the implantable pulse generator (ipg) pacing below the lower rate. It was noted the patient was symptomatic with shortness of breath and episodes. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.